Event description:
The device was used during a hemicolectomy procedure. Reportedly, the anvil did not tilt. The surgeon used another device to complete the procedure. The hosp has reported no pt injury occurred.